Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer was able to power their device back on using the power button. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer was able to power their device back on using the power button. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control contacted the customer in order to obtain additional information about both the patient and the event; however, the customer advised that there were no further details available. Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was that the negative battery pin for battery 1 was loose. The service technician repaired the device by tightening the loose battery pin. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer was able to power their device back on using the power button. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.